Manufacturer narrative:
This event is the second of two events regarding the same ventilator. The first event is reported in the MFR report#: 8010042-2017-00479. The ventilator was investigated on site and an oxygen gas module and an air gas module were replaced and returned for investigation. The gas modules regulate the inspiratory oxygen and air gas flow to the patient. During test in a reference ventilator the air gas module was working as expected, but the oxygen gas module was failing the pre-use check in the subtest ¿gas supply test¿. The test log from the pre-use check shows that the oxygen gas module would deliver less oxygen gas to the patient leading to a lower oxygen concentration than expected. The tests also revealed that the ventilator was not able to measure a correct value of the supply gas pressure. The failure was caused by a defective high pressure transducer on a printed circuit board inside the oxygen gas module. The supply pressure transducer is part of the flow measuring in the gas module. The failure of the supply pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The received device logs confirm the reported event.

Event description:
(B)(4).

Event description:
It was reported that during ventilation, the ventilator alarmed for low o2 supply pressure. There was no patient harm. (B)(4).